Event description:
It was reported that during procedure, after deployment of the subject device, it was herniated from the aneurysm and the subject device was retrieved from the patient. Therefore, the additional stent and two coils were implanted. The procedure was completed successfully and there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided, the coil herniated after deployment and was retrieved. It was replaced by two different coils and a stent. In the physicians opinion the device performed as intended and the herniation was caused by a coil loop prolapse. The device was confirmed to be in good condition prior to use and was used per the dfu. The anatomy was not considered tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during procedure, after deployment of the subject device, it was herniated from the aneurysm and the subject device was retrieved from the patient. Therefore, the additional stent and two coils were implanted. The procedure was completed successfully and there were no clinical consequences to the patient due to the reported event.